Event description:
A review of service data detected a reportable event. Upon servicing, battery charger sn (B)(4), the battery charger was unable to power on. The last pt to use this device did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. Upon eval the battery charger/modem would not power up. The cause of the charger/modem failure was a defective buck converter u604. The 3.3v supply voltage line was defective causing the u604 to not function properly. The root cause of the defective u604 was unable to be positively determined however the actual failure rate of this component is well below the predicted failure rate. No adverse event resulted from the defective u604 component. The last pt to use this battery charger did not report any problems.